Manufacturer narrative:
Device received with unresponsive left, right and back buttons due to corrosion. During visual inspection, found the j1 keypad connector on electrical board was corroded. Electronic stack, force sensor and motor were also corroded. Unable to perform displacement test and self test due to unresponsive left, right and back buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump got stuck. The customer¿s blood glucose level was 350 mg/dl. The customer also stated that they did press a button down for 3 minutes or longer. Customer were not able to clear the alarm. The customer also reported that the insulin pump had cracked. Customer was advised to place the pump in storage mode, remove battery, press and hold the back button until the screen turns off. Customer declined troubleshooting for blank display and transmitter. Customer was advised the insulin pump will need to be replaced the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.